Manufacturer narrative:
Analysis of lead model 3389-28 lot # v714161 determined the lead was bent new out of box. Continuity was acceptable and there were no shorts between circuits.

Event description:
It was reported that the lead was slightly curved at the distal end, between contacts 0 and 1. The curvature prevented the surgeon from implanting the lead and a different lead had to be used. The pt incurred no injury and was doing fine.

Manufacturer narrative:
(B)(4).